Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer reported the insulin pump completely shut off over night. The customer's blood glucose was 450 mg/dl at the time of incident. The customer also reported the display was flashing and a power error detected alarm occurred. The customer was advised the internal power source was unable to charge. The customer stated the alarm occurred within a week of the previous troubleshoot. Customer's blood glucose was over 200 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. Unit also alarmed power loss due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.